Event description:
Customer reported via phone call to have high blood glucose of 500 mg/dl, which was treated with a bolus delivery. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. During troubleshooting, it was found that there were about a dozen air bubbles in infusion set. Customer was assisted in removing air bubbles. Customer's blood glucose after infusion set change was 468 mg/dl. Customer declined further troubleshooting.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.